Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossed. They had to use a new one to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.